Event description:
It was reported that the valve was explanted after an implant duration of approximately 10 years due to severe prosthetic aortic valve stenosis and insufficiency. Per the operative report, this patient initially had this valve implanted in 2003 for (B)(6). The patient had a complicated postoperative course requiring stay in the hospital for 2 months. In 2011, the patient developed prosthetic valve endocarditis treated with antibiotics for 4 weeks. Now, the patient presented with severe prosthetic valve stenosis with a peak velocity of 4.7 m/sec as well as moderate aortic insufficiency. Intraoperative transesophageal echocardiogram (tee) demonstrated left ventricular hypertrophy, preserved left ventricular function, severe prosthetic valve stenosis as well as moderate insufficiency. During explantation of the prosthesis, severe calcification of the leaflets was noted. Particularly, the right leaflet was completely immobile. There was no obvious perivalvular leak (pvl) or perforation. The explanted device was replaced with another edwards bioprosthetic valve. The patient was weaned off of cardiopulmonary bypass without difficulties. Tee demonstrated good seating of the aortic valve with no pvl. The patient tolerated the procedure without difficulties.

Manufacturer narrative:
Evaluation summary: as received, leaflet 1 and leaflet 2 had a cut sections that were not returned with the valve. Heavy calcification was observed in the cusp area of leaflet 1 and moderate calcification was observed in leaflets 2 and 3. The free margins of leaflets 1 and 2 exhibited moderate to heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Two tears were also observed, one tear was on leaflet 1 at commissure 2, tear was approx. 10 mm in length, second tear was on leaflet 2 at commissure 2, tear was approx. 6 mm in length. Calcification was observed near the regions of the tears. Host tissue was heavy at the stent inflow and minimal to moderate at the stent outflow. The report of this valve being explanted due to stenosis has been confirmed through evaluation of the explanted valve. It appears that the heavy calcification on the valve caused the patient's stenosis. The leaflet tearing from the calcification likely caused the insufficiency as well. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.